Event description:
It was reported that a user experienced intermittent unavailability of glucose readings from an fsl3+ sensor connected to the ilet, described as signal loss to the ilet that resolved upon re-scanning, with a fingerstick-equivalent value of 67 mg/dl and oral glucose taken; the user reported insulin on board before the low, and troubleshooting and education were completed. Symptoms included low glucose without reported clinical symptoms. Outcomes included self-treatment with oral glucose and continuation of therapy without escalation of care. Investigation included customer support troubleshooting and user education on re-scanning and contacting their healthcare provider if issues persisted. Investigation of this case revealed transient communication loss between the sensor and the ilet that recovered, with no persistent device malfunction identified. It was concluded that hypoglycemia occurred with transient signal loss, and the event resolved with user action and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.